Event description:
It was reported that pump had damaged and loose charging port, was not holding charge unless cable was manually adjusted, caused difficulty keeping cartridge in place. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.